Event description:
Procedure: gastrectomy. According to the reporter: after firing the device removal of the device from the cavity was not easy. Surgeon experienced difficulty resulting in some delay in or time that was less than 30 minutes. The device was replaced with another one. Nothing was left in the patient's cavity. No further consequence to the patient was reported.